Manufacturer narrative:
The device was not returned to olympus for inspection. However, a field service engineer (fse) went onsite to evaluate the device. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reprocessor exhibited sediment after removing the top small basin sensor. There was no patient involvement.